Event description:
It was reported that there was an issue with the dv5 image flipping during a case. The or staff initially tried using a new scope, but the issue persisted. The logs were reviewed, but no related issues were found. It was suggested to cancel the guided tool change, but this did not resolve the problem. The caller was then advised to remove the scope, rotate the collar to the correct orientation, and then cancel the guided tool change. This action resolved the issue, and the case continued. There was no reported injury. Follow-up was attempted to gather more information, but the customer was not able to provide any additional details related to the event.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The technical support engineer (tse) asked the site to remove the endoscope, rotate the collar to the correct orientation, cancel the guided tool change, and then reinstall the endoscope and the issue was resolved. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. The probable root cause is due to a set up issue with the endoscope. This issue can be resolved by removing endoscope, rotating collar to correct orientation, cancel guided tool change, and reinstall the endoscope. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.